Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filing a cartridge. Blood glucose level ranged between 150-200 mg/dl. Reportedly, the customer addresses the issue by reinserting the needle into the cartridge.